Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) that accelerated the patient rhythm. The rhythm was converted via atp, other arrythmias were terminated with shocks. This crt-d remains in service. No additional adverse patient effects were reported.